Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of unit does not alarm. The unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on 2017-07-28, the service tech found that the unit does not alarm; the unit has no audio.